Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of a crack at the base of the instrument jaws. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Additional findings not reported by site was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.065 - 0.305 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a crack at the base of the jaws. There was no patient involvement.